Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). (B)(4). The subject device is not expected to be returned to the synthes manufacturer for evaluation. A device history record review was performed for the subject device lot. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported a female patient underwent hardware removal of four (4) device construct due to non-union on (B)(6) 2015. The patient had originally sustained a mid-shaft humeral fracture and was implanted with a humeral nail, two (2) proximal locking screws and one distal locking screw on an unknown date. Subsequently, non-union was discovered on an unknown date; the cause remains unknown. All four (4) devices were reported to be intact. The surgery was uneventful with no surgical delays or additional medical intervention. The patient was revised to two (2) large fragment plates. The procedure was successfully completed and the patient's post-surgical status was reported to be "ok." This report is 1 of 2 for (B)(4).